Event description:
Pt had celiac axis angiogram. At the end of the procedure a suture mediated closure system was used. The perclose device was inserted into the pt's right common artery and sutures were deployed. When the physician attempted to pull the catheter part of the device out of the pt it broke off. There was a section of the catheter, approx 8.5 inches, lodged in the pt that needed to be retrieved. The section was retrieved and the pt had no adverse outcome.

Event description:
Add'l info rec'd from MFR 11/26/02: the catalog number is 12359. The lot number is 86193-6h. The physician attempted arteriotomy closure with the closer s 6fr device following an interventional procedure. It was reported that insertion of the device was "slightly difficult". The foot parked without problem. The needles were deployed and bilateral suture capture was achieved. The sutures were cut from the needles and the foot parked without problem. The device was being pulled out of the artery, when it "broke where the sheath and foot meet". The pt was taken to surgery for device removal via cutdown and closure of the arteriotomy. The pt has been discharged home. The incident did not extend the pt's hospital stay. There were no further adverse pt sequelae. Inspection of the returned device yielded the following observations. The plunger was still in the device. The suture was pulled out of the device where it was broken at the guide area, just distal to the guide tube. The suture was still attached to both cuffs which were both still in the foot pockets. The guide strength lot testing was confirmed to be within specifications. The reported info differed from the condition of the device. The cuffs and suture do not appear to have been retrieved as reported. Additionally, field info indicated that there was slight difficulty with insertion of the device. The results of the investigation did not yield any manufacturing or component defect. There were no abnormal observations with the condition of the returned device that could have contributed to the guide break. The device history record was reviewed and no deviations were found relevant to this investigation. A review of the co's product surveillance files revealed no other complaints of this nature against the reported lot number. This report represents all the info known by the reporter upon query by abbott personnel.